Event description:
The customer reported a generator error. This message appears when the sys detects an error in any of the registers associated with the high voltage generator. The system shuts down when this occurs. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative evaluated the sys and performed an adjustment to the generator. The system operates as intended.